Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the universal serial bus (usb). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a constant alarm. Although the ventilator continued to ventilate the patient, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.